Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was confirmed by review of medical records patient was revised on due to loose and malaligned components; the liner, head, and neck were revised with no intraoperative complications noted. Patient was revised again on due to malposition of the acetabular cup. Upon initial dissection, the acetabular component was found to be only in neutral to maybe 5 degree anteversion with a large anterior 20 degree lip poly liner. When rotated to 90 degrees, stability was only to 5-10 degrees of internal rotation before dislocation posteriorly, confirming the clinical scenario and posterior instability. Femoral component was well fixed with no trunnionosis at neck. New cup, liner, head, and neck were implanted. No intraoperative complications. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00632005832 ¿ xlpe liner ¿ (B)(4); 00784804301 ¿ modular neck ¿ (B)(4); 00801803202 ¿ cocr head ¿ (B)(4); 00771301000 ¿ modular stem ¿ (B)(4); 00625006530 ¿ bone screw ¿ unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right hip revision approximately 6 years post implantation and a second revision approximately 3 years after that due to pain and instability secondary to acetabular component malpositioning. Attempts have been made and additional information on the reported event is unavailable at this time.